Event description:
It was reported that approximately two months after the implant procedure, the left ventricular (lv) lead was found to be dislodged. The lv lead was revised and remained in use. It was later reported that the patient was deceased approximately eight months following the revision procedure due to unknown causes. The patient was a participant in the optilink hf study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The aware date of the lead dislodgement was reported as 2009 (B)(4) and the aware date of the death was reported as 2012-02-01. Concomitant products: implantable cardio-verter defibrillator (ICD) product ID: implanted 2009 (B)(6); implantable defibrillation lead product ID: 6947 implanted 2009 (B)(6); implantable pacing lead product ID: 4076 implanted 2009 (B)(6). (B)(4).